Event description:
It was reported that the lead impedance had increased. The pocket was opened and the connection was found to be proper. The lead tested normal via an analyzer. When the lead was reconnected to the device, measurements were in range. The pocket was closed. The next day, the impedance measurements showed an increase. The ICD was explanted and replaced and a new sense/pace lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a ventricular impedance anomaly was confirmed via review of recorded diagnostic data stored in the device. Bench, automated electrical testing, and temperature testing all found normal device function. The cause of the field event remains undetermined. Other: na.